Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The physician advanced the 2.25x20mm taxus liberte drug eluting stent (des) to the predilated, calcified circumflex (cx). While the physician was advancing the des, the shaft of the device broke outside the patient 18cm from the end of the system. It was noted that the physician suspected a "weak part" in the system where the shaft break occurred. The device was successfully removed, and the procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.